Event description:
A us distributor reported that a patient was experiencing check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for the failure was corrosion found on the u1 of the ECG "d" cable. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged electrode belt.